Event description:
It was reported that the patient was in a vf storm and was transported to the hospital. External defibrillation was administered by emergency response personnel to convert the patients rhythm. Review of the egms revealed patient had received shocks for several episodes after which a return to sinus was detected. Intermittent ventricular undersensing due to large amplitude pvcs followed by small amplitude vf events were also noted. Programming changes were recommended. It was later reported that the patient expired due to anoxic encephalopathy. It was noted that the egms may have shown a combination of vf and pulseless electrical activity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.